Event description:
Customer states bed alarm worked but did not signal the desk when patient fell out of bed. No patient injuries were sustained.

Manufacturer narrative:
The bedframe was evaluated and it was found that the cable from the nurse call box, which connects to the rest secure system and provides connectivity of any alarm passing through the bedframe, was ripped out of the box. Replacement of nurse call box was completed to correct this issue.